Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.